Manufacturer narrative:
The process of gathering and analyzing information is still ongoing. The results will be provided when the investigation is completed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow up report. B3: the date of event was estimated based on awareness date. D4: unique identifier (UDI) was not provided as the device was manufactured before UDI implementation.

Event description:
The incident involved the rail system, which was mounted to the ceiling. During a load test, the rail detached from the ceiling system and fell. No patient was involved. No injury sustained.

Event description:
The incident involved the rail system, which was mounted to the ceiling. During a load test, the rail fell. No patient was involved. No injury was claimed. The device inspection and photographic evidence revealed that the track mounting points did not separate from the ceiling. Instead, the track fell due to the detachment of fragments of the ceiling¿specifically, the concrete blocks at the track mounting points. This caused damage to the suspended ceiling structure.

Manufacturer narrative:
Before the installation of any ceiling-mounted system, both arjo and the customer are jointly responsible for conducting a thorough assessment of the installation site. It is essential that the customer confirms and declares that the building¿s ceiling structure is capable of supporting the required load. Based on this declaration, arjo can design a ceiling installation tailored to the specific conditions of the room. The original installation documentation, signed by the customer in 2011, confirmed that the ceiling structure was capable of supporting a maximum load of 408 kg. As the track was installed directly into the concrete blocks, the safe working load (swl) was set at 200 kg¿well below the confirmed ceiling structure capacity. However, the room in which the incident occurred contains a balneotherapy pool, indicating a consistently high-humidity environment. Over time (14 years since the ceiling installation), this elevated humidity could have contributed to the gradual weakening of the concrete ceiling structure. Photographic evidence collected after the incident shows visible signs of moisture damage above the suspended ceiling, supporting the hypothesis that environmental conditions may have compromised the structural integrity of the ceiling. This degradation likely played a significant role in the failure of the ceiling at the attachment points during the 200 kg load test. The ceiling installation was not serviced by arjo before the event. To conclude, arjo device did not fail its specification since the ceiling structure break off, not the track itself. The device was not used for a patient transfer when the failure occurred. The complaint was deemed reportable due to the track falling along with a portion of the ceiling¿s concrete blocks.